Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection. However, the cable did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t testing were performed using a cable validator-nt900. The gbit test passed. The 100t test did not pass, electrical opens were detected between lines 1 to 3 and 2 to 6. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site and checked out the system. He was unable to reproduce the e-stop issue. He replaced the pendant based on it's condition and because site reported the issue happens "most frequently when grabbing the pendant." While onsite the mvs and o-arm stopped communicating. Rep replaced interconnect cable. System passed checkout and was returned to service after replacements.

Event description:
A medtronic rep reported the site rt (radiology tech) told him that the o-arm was unexpectedly going into e-stop mode. Issue was allegedly occurring intermittently and at random times. No patient involvement reported.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. The pendant was installed on a test imaging system and the system readied and functioned as expected. The 2d and 3d imaging were successful, as were all other button actuations. E-stop condition did not occur unexpectedly while under test. Touchpad is in good condition with minor scuffs consistent with use. The pendant housing is not closing completely after tightening the screws. The pendant housing was loose, there was no functional problem found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.